Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a patient with history of tetralogy of fallot (tof). The patient underwent cardiac procedure using the aortic valve as a replacement (details not known). This valve was implanted after a larger-sized valve was implanted and subsequently removed since the implanting surgeon determined that the first valve was not of optimal size. Following the procedure, the patient developed signs and symptoms consistent with sepsis including hypotension and increased acidosis. The final cultures from blood and peritioneal fluid grew e. Coli (esbl). Patient expired 6 days later. No sample was returned to cryolife for examination, and no additional information has been made available.